Event description:
It was reported that approximately one month after implant the patient was seen for a device check. It was discovered that the device reached elective replacement indicator (eri) prior to the implant date. The patient was dissatisfied with the issue and ceased communication with the physician. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device identified a failure condition that disappeared during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).